Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 2 devices were not available for evaluation.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by internal corrosion. 1 device was found to be affected by internal mechanical damage.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 3 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device was not available for evaluation. Evaluation status: in progress 3 device evaluations are in progress. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 3 events had no patient involvement; no patient impact. 1 event had no information received.